Event description:
It is reported that the patient is experiencing pain and trouble with implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the related components. Review of the primary operative notes indicates that the final components were placed using a cementless technique. Range of motion and stability were noted to be excellent throughout with well-balanced gaps and acceptable patella tracking. Physical therapy notes from (B)(6) 2013 indicate that the patient underwent a manipulation on (B)(6) 2013 and had her knee flexed to 130 degrees. No further description regarding the trouble with the implant was provided. A definitive root cause cannot be determined with the information provided.